Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer¿s blood glucose (bg) level was 538 mg/dl. A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue.